Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported that when the power supply was changed, the gui operated normally. Technical support engineer suggested the power supply be replaced.

Event description:
It was reported that during patient use, the ventilator graphical user interface (gui) display became inoperable. The patient was transferred to an alternate ventilator with no harm.